Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified ulnar artery of the left forearm . A 4.0mmx20mmx40cm sterling balloon catheter was advanced for dilation. However, on the second inflation, the balloon ruptured due to the calcification. The procedure was completed with a different device and no patient complications were reported.